Manufacturer narrative:
No device return anticipated due the facility policy. Recall: z-0021-2022. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification that a male patient, initial right knee implanted on (B)(6) 2015, underwent a revision procedure on (B)(6) 2020, approximately 4 years 9 months post the initial implant procedure for reasons unknown.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Event description:
No additional information.

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: b5 - new information from legal document received. H6 - new codes added.

Event description:
Additional details from new legal document received: the patient was implanted with an optetrak logic psc polyethylene tibial insert. Revision was to remove the failed polyethylene liner due to accelerated and preventable wear of the polyethylene tibial insert, additionally, the legal document states that the patient has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries which all require ongoing medical care. The patient has sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; and pain and suffering. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
H6: corrected health effect - clinical code, component code, type of investigation, investigation findings. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and patellar loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.